Event description:
Facility claims table unintentionally moved while a pt was on the table. No injuries occurred.

Manufacturer narrative:
The product is not being returned for further eval. Product was evaluated on site by service provider. They could not find issue with the product. No damage to the unit was found. Function testing was performed to ensure operation of up/down features. No misalignment was found.